Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the bile duct for bile leakage during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed. However, when the delivery was attempted to be removed, the catheter got stuck at the distal portion of the stent. The delivery system was re-sheathed, and when an attempt was made again to remove the catheter, the stent was pulled out of its position. The delivery system was successfully removed, and the stent was removed using rat tooth forceps. Another wallflex biliary stent was placed and the procedure was completed. There were no patient complications reported as a result of this event. Note: according to the complainant, the wallflex biliary stent was used to treat a bile leak in the common bile duct. However, per the wallflex biliary rx fully covered stent system directions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures.